Event description:
Procedure included placement of multiple intracoronary drug-eluting cypher stents across the diffusely diseased obtuse marginal graft. 24 hours post stenting pt developed acute thrombosis of saphenous vein graft to ramus/diagonal. Pt restented. Pt discharged to home in stable condition with no complaints of chest pain or shortness of breath and saying they felt great.